Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was found in backup mode due to event queue overflow. Technical support was contacted and the device was restored to nominal settings. The patient was stable and will continued to be monitored.